Event description:
During remote monitoring, the device delivered inappropriate anti-tachycardia pacing. No intervention was performed at this time. The patient was stable and will continue to be monitored.